Manufacturer narrative:
Reasonable attempts were made to obtain relevant patient information, the name of the physician so that they could be contacted directly, and the subject device from the user facility; however, no information other than the initial report was received. Lumenis is unable to determine a cause based on the information provided. Should further information and/or the subject device be returned for examination, a follow-up MDR will be filed. Not returned to manufacturer.

Event description:
It was reported on voluntary medwatch (B)(4) that, "during left ureteral stone lithotripsy fiber, length was being adjusted total time 30 seconds to 1 minutes reflected energy was noted aiming beam was normal delivering energy in a front firing manor. After a minute of stone fragmentation, a ureteral perforation in the left ureteral was noted. Noted by the surgeon that this was unusual since the tip of the laser fiber did not come in contact with the ureteral wall. Further lithotripsy was abandoned to extract the fragments before they could float free through the perforation. Three of the four fragments removed. A smaller fragment was not able to be removed." It was further reported that the patient was placed on cipro as preventative care for one week and that follow-up lithotripsy would be scheduled.